Manufacturer narrative:
A visual evaluation of the returned device found the needle had penetrated through the outer catheter at the proximal end of the distal stop. The reported event of punctured sheath was confirmed. Due to forcible attempt to extend the needle while the needle was stuck behind the distal stop would cause the needle to penetrate through the outer sheath. Based on the information available it is possible that the way in which the device was handled and manipulated during preparation may have contributed to the failure noted, therefore the most probable root cause of this complaint is handling damage. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excelon tbna needle during was used during a transbronchial biopsy procedure performed on (B)(6) 2016. According to the complainant, during preparation the needle pierced into the sheath before the distal end. The procedure was completed with another excelon tbna needle. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). (B)(6). Reported event of the needle puncturing through the sheath. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon tbna needle during was used during a transbronchial biopsy procedure performed on (B)(6) 2016. According to the complainant, during preparation the needle pierced into the sheath before the distal end. The procedure was completed with another excelon tbna needle. There were no patient complications reported as a result of this event.